Event description:
Seven yrs after having lasik eye surgery, I now have corneal ectasia. I was (B)(6) at the time of my surgery and I passed through all prescreening tests with no problems. My vision was great for about 6 yrs and it has steadily got worse over the past yr and a half. I don't really know what my vision is now but I'm unable to function well without my glasses and they don't help much. I've recently got gas permeable hard contacts and it has corrected my vision to 20/20. I do have concerns that either the lasik was not done correctly or the "1 in 2000 chance" of something going wrong with the procedure is a false statement.